Manufacturer narrative:
(B)(4). This product has not been returned for analysis. Should additional information become available, or if the product is returned and analysis is completed, this report will be updated.

Event description:
It was reported that this pacemaker and chronic right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The chronic lead also exhibited high threshold measurements. The chronic lead was surgically abandoned. A new lead was placed however high out of range pacing impedance measurements were observed with the new lead along with loss of capture. There was concern of a setscrew anomaly. The attempted lead and chronic device were not used. A new device and right ventricular (rv) lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This product has not been returned for analysis. Should additional information become available, or if the product is returned and analysis is completed, this report will be updated. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker and chronic right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The chronic lead also exhibited high threshold measurements. The chronic lead was surgically abandoned. A new lead was placed however high out of range pacing impedance measurements were observed with the new lead along with loss of capture. There was concern of a setscrew anomaly. The attempted lead and chronic device were not used. A new device and right ventricular (rv) lead were successfully implanted. No additional adverse patient effects were reported.